Manufacturer narrative:
Two used cadd cassette reservoir were returned for investigation in used condition. The samples were visually inspected at a distance of 12 to 16 inches, and under normal conditions of illumination. The visual inspection did not reveal any abnormalities. The cassettes were then leak tested, no leaks were observed. No fault was found with the returned cassettes. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical cadd cassette reservoirs have had three patients returned with incidents of leaking around cassette when close to empty and on one occasion, during preparation of medication, the plastic bladder was leaking into the cassette. This incident occurred over a three week period. The lot failed during preparation is 3762088, exp 01/30/24. No patient adverse event was reported. No information on what medication was being infused.